Event description:
Customer reporting 1 false positive sars result for 1 asymptomatic patient. Patient had tested positive with rapid antigen test and initial 2 sofia tests had resulted negative. 3rd repeat tests done for patient on rapid and sofia sars resulted both positive. Confirmation testing was done with pcr, resulting negative the same day.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.